Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal (lot number, concentration, and dose unknown) via an implanted pump. Indications for use were listed intractable spasticity. Other medications the patient was taking at the time of the event and pertinent medical history were not reported. The patient experienced an infection and developed (B)(6) after the pump was placed on (B)(6) 2015. The infection was associated with implant. The area of the infection was the pocket and catheter track. Infection symptoms included fever, redness, swelling, and drainage. The patient went to the emergency room (ER) after symptoms got bad enough and the pump was removed the next day. (B)(6) was confirmed and interventions included intravenous (IV) antibiotics, vancomycin (treatment medication) and total system explant. It was further reported the patient was dealing with spasticity and other symptoms (incontinence and weakness) because he no longer had the intrathecal baclofen therapy. They did not plan to try implanting the pump again. The infection was resolved. Drug information (baclofen lot number, concentration, and dose), diagnostics performed, other medications the patient was taking at the time of the event, and pertinent medical history were not reported. Further follow- up is being conducted to obtain this information. . If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.